Event description:
During an atrial fibrillation procedure, an air leak occurred on the sheath. The sheath was inserted into the heart and was able to be used without any issues at the beginning. At the end of the procedure, the ablation catheter was removed from the left atrium and the sheath was in the heart. When attempting to check the backflow, resistance was noted, and the backflow could not be confirmed. Saline was pushed out successfully. The sheath was removed from the heart, and aspiration was attempted outside the heart. However, resistance was noted, and aspiration could not be performed. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. No additional venipuncture was performed due to sheath replacement. Air movement into the patient was not identified. The only devices inserted into the sheath were the included dilator and the ablation catheter.

Manufacturer narrative:
One 8.5f agilis introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed; however, microscopic inspection of the hemostasis seals revealed a tear in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and reported air leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Manufacturer narrative:
One 8.5f agilis introducer sheath was received for evaluation. The device was returned due to a flow obstruction issue. The sheath was able to flush normally, and no obstructions were noted; however, microscopic inspection of the hemostasis seals revealed a tear in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and reported flow issue remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an atrial fibrillation procedure, the sheath was inserted into the heart and was able to be used without any issues at the beginning. At the end of the procedure, the ablation catheter was removed from the left atrium and the sheath was in the heart. When attempting to check the backflow, resistance was noted, and the backflow could not be confirmed. Saline was pushed out successfully. The sheath was removed from the heart, and aspiration was attempted outside the heart. However, resistance was noted, and aspiration could not be performed. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. No additional venipuncture was performed due to sheath replacement. Air movement into the patient was not identified. The only devices inserted into the sheath were the included dilator and the ablation catheter.